Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Prior to the hospitalization, the customer changed the infusion set twice, but high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the required tests. Troubleshooting also revealed low reservoir alarms in the history. In addition, it was stated that the customer wears the infusion set for four to five days.